Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report bgm not reading accurately. Uses on his daughter and she experienced sickness and headache and had go to the hospital. Meter was reading much lower then the lab test indicated.